Event description:
A report was received from the USA stating that an ht70 ventilator experienced a malfunction. The customer stated that the oxygen sensor did not calibrate. There were no reported patient involvements.

Manufacturer narrative:
Additional information regarding this report has not been provided. (B)(4).